Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed pump supplies and continued to use the current pump to address the issue. Customer's blood glucose level was 510 mg/dl with ketones that were identified as life threatening by a healthcare provider. Customer's parent gave the customer a manual injection to address the elevated bg due to the customer being "semi unconscious". Ultimately, the customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged (B)(6) 2026.